Manufacturer narrative:
Device lot number unknown. Manufacturer will evaluate random lots for investigation purpose. Device not returned to manufacturer.

Event description:
Dialysis clinic reported 3 patients that experienced buttonhole infections after using the avf needles. No further information was provided, date of incident unknown.

Manufacturer narrative:
Device lot number unknown. Manufacturer will evaluate random lots for investigation purpose. Manufacturer investigation result attached. Device not returned to manufacturer.

Event description:
Dialysis clinic reported 3 patients that experienced buttonhole infections after using the avf needles. No further information was provided, date of incident unknown.